Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 was very difficult to move the cutting tool in and out of the cannula. They're having an issue with it sticking while in the cannula. They were able to finish the case with the same kit and no patient harm was reported.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period march-2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 04/12/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. The harvesting device was returned outside the cannula. Signs of clinical use and evidence of blood was observed on the jaws and heater wire. There were no visual defects observed on the harvesting device. Signs of clinical use and evidence of blood was observed on the cannula. There were no visual defects observed on the cannula. The c-ring was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a